Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported during a hip arthroplasty, the shell would not seat.

Manufacturer narrative:
The evaluation of the returned part showed that the failed attempt to install smeared the trabecular metal. Dimensional measurements were conforming to print specifications. Part and lot number allowed for review device history records and no issues were found. This device was used for treatment. Complaint history review identified no other complaints with the same events. No medical records received, the surgeon did not use the provisional cup for trial fit before the product implant attempt. The root cause could not be determined with information available. No corrective actions, preventive actions, or field actions resulted after investigation of this event.